Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, which prevented a supply change and required the user to transition to backup therapy; replacement supplies were shipped and troubleshooting with education was completed. Symptoms included the risk of hyperglycemia due to interruption of insulin delivery, though no adverse clinical events or hospital care occurred. Outcomes included interruption of device therapy and a switch to backup insulin therapy without reported injury. Investigation included customer service troubleshooting and review of device behavior based on reported alarm and usage. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.